Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Patient reported she has been experiencing unexplained elevated blood glucose level for the last 3 days. Patient stated her blood glucose readings have ranged from 160-247 mg/dl. Patient's target blood glucose range is 90-150 mg/dl. Patient reported she called her doctor and the doctor advised her to increase her bolus amounts by 25-50% depending on the reading. Patient stated the elevated readings are occurring at different times of the day. Patient reported she went to urgent care to see if she has some kind of infection; she does not. Advised to switch to backup infusion device with the same accessories. On follow call on (B)(6) 2014 patient reported she went on the backup infusion device and almost immediately her readings lowered into target range. The patient did not report needing assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged infusion device for evaluation.